Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found on the lcd glass, electronic assembly or motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs and moisture was trapped behind the display screen. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)